Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6) batch/lot number: 7094019 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the midline and pocket incision site. The patient had fever, chills, and an increase pain at surgical sites. The physician believed that the infection was not device or procedure related and the caused was unknown. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.